Event description:
It was reported that the system 9800 would not fully initialize. The system was reinitialized and operated as intended. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the generator interface circuit board, power supply ps1, and the hard disk should be replaced. They were replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.